Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using a ruby coil and a non-penumbra microcatheter. During the procedure, while attempting to advance the ruby coil through the microcatheter and into the target vessel, the physician experienced resistance with the pusher assembly of the ruby coil; therefore, the ruby coil was removed. The procedure was completed using a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 5.0 cm from its proximal end. The embolization coil was intact with the pusher assembly and had offset coil winds. Conclusions: evaluation of the returned ruby coil revealed offset coil winds on the embolization coil. If the device is forcefully advanced against resistance, damage such as offset coil winds may occur. The non-penumbra microcatheter used in the complaint was not returned for evaluation; therefore, the root cause of the resistance was unable to be determined. During functional testing, the ruby coil was able to advance through its introducer sheath and a demonstration lantern with resistance due to the kink on its pusher assembly. The kink on the pusher assembly was likely incidental to the complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.